Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant roche cardiac t quantitative for 1 patient tested on a cobas h232 meter compared to an unknown method at the hospital. In the morning, the troponin t result from the h232 meter was 1600 ng/ml. The patient was tested again on the h232 meter with a result of 1500 ng/ml. These results were reported outside of the laboratory and the patient went to the hospital. Within 1 hour, the result was "negative" at the hospital. The actual result was not provided. The type of instrument and name of test used at the hospital was not provided. There was no allegation that an adverse event occurred due to the results from the device. The h232 meter serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the united states. The meter and test strips were requested for investigation.

Manufacturer narrative:
The customer returned one blood filled collection tube, the h232 meter, and one vial of test strips. The blood was tested using a e411 with a result of 6.40 pg/ml. The blood was tested using the returned h232 and test strips with a result of 550 ng/l. The blood was tested using a retention meter and the returned test strips with a result of 530 ng/l. Routine retention testing of the returned test strips and h232 was compared to the master lot with two negative blood samples and one spiked blood sample. The results of these measurements were within acceptable range. The investigation determined the patient sample may contain heterophilic antibodies which could react in immunoassays to give falsely elevated or decreased results. This interaction is addressed in the product labeling.